Event description:
(B)(6) was admitted on (B)(6) 2012 and resided at (B)(6). Her diagnoses include: alzheimer's disease, dysphasia, muscle weakness, atrial fibrillation, congestive heart failure, hypertension, pulmonary hypertension, cardiovascular disease, history of cerebral artery occlusion infarction, and copd. Resident is dnr/dni. On (B)(6) 2015 at 10:15 am, resident was being lifted from her wheelchair using the golvo full­ assist lift and large high back sling with the intent to weigh the resident as per care plan. Two nursing assistants were present and while raising the resident up out of the chair to obtain the weight, it appears that the scale and sling bar attachment disengaged from the lift machine causing the resident to fall to the floor along with the sling, lift bar attachment, and scale. The registered nurse was immediately notified and a clinical assessment initiated. The initial physical assessment identified no visible injuries attributed to the fall as rom remained intact. Resident had limited verbal expression at baseline related to cognitive impairment secondary to alzheimer's dementia but remained alert and exhibited no signs and symptoms of pain per assessment or any neurological changes. The nurse was unable to obtain a blood pressure with the machine but felt she was safe for transfer from the chair and that she would be more comfortable once assisted to a sitting position with the resident's history of chf. Based on assessment, the resident was placed in her wheelchair using the full-assist golvoift after removing the scale. The nurse attempted to obtain a blood pressure and o2 saturation once the resident was seated in the chair. The rn was unable to obtain a reading with the machine for an oxygen saturation reading or blood pressure. For the first few minutes in the chair, the resident remained at baseline. According to the rn assessment, the resident's respirations were unlabored and regular at 20 and pulse was 80 and regular. At approximately 10:30 am, the nurse noted a change in her color and decided to contact the supervisor due to this change of condition. The supervisor provided assistance while the nurse began to contact the np. The code status was verified to be dnr/dni. The resident passed away at 10:35 am. Family and nurse practitioner were informed resident had expired. They were also informed of the fall that occurred prior to her passing. The (B)(6) coroner's office was also contacted to review the case and perform an autopsy. (B)(6). All equipment involved in this incident (lift, sling, bar, and scale) were removed from service by 10:45 am. The two nursing assistants were removed from working while the investigation was conducted. Resident's care plan is communicated to staff via (B)(4). Resident's care plan states 'weigh me using golvo-scale every monday and thursday am'. Care plan was being followed at the time of the event. The actions taken by the staff members were consistent with the plan of care. To assess and reduce the risk of re-occurrence the engineering department initiated an unscheduled safety inspection of all golvo-lift equipment currently in use to reduce the risk of equipment failure. Representatives/certified trainers from (B)(4) also came to review the functioning of the lift equipment, including the scale and to observe the re-enactments of the incident. The investigation concluded (using both interviews and re-enactments) that the employees were following process and procedure with regard to the use of the lift and scale and were able to demonstrate appropriate and consistent use of the equipment. As part of the investigation the clinical director of (B)(4) was on-site and have initiated an internal investigation of their own. The coroner's office was contacted and the resident's body was picked up at 3:00 pm after family and staff had a bedside memorial. On (B)(6) 2015 at 3:40 pm (B)(6) spoke with the coroner's office. (B)(6) of the coroner's office informed (B)(6) that there was "no negligence" and the death was "not due to a fall".